Event description:
It was reported that one month and twenty-three days post a vena cava filter placement, the risk of pulmonary embolism was resolved and the patient underwent filter removal, which was found to be incomplete, had allegedly partially dropped into the abdominal branch blood vessel under fluoroscopy. Reportedly, an elective attempt was made to remove the residual filter from the endoluminal area but failed. The patient refused to be surgically removed and the part of the filter allegedly remained inside the patient's body and cannot be removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty-three days post a vena cava filter placement, the risk of pulmonary embolism was resolved and the patient underwent filter removal, which was found to be incomplete, had allegedly partially dropped into the abdominal branch blood vessel under fluoroscopy. Reportedly, an elective attempt was made to remove the residual filter from the endoluminal area but failed. The patient refused to be surgically removed and the part of the filter allegedly remained inside the patient's body and cannot be removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. One photo and three videos were provided. Three video review were reviewed. The video is an inferior vena cava gram. The ivf is noted to be patent. There is a small fragment of the filter in a venous branch to the left of the image or right side of the body. No defects are noted in the vena cava. The second video shows a venogram after the filter had been removed. The fractured strut of the filter is in a venous branch. The third video shows the filter still in place prior to removal. One electronic photo was provided and reviewed. The photo shows the filter no other anomalies were noted. Based on the video review the reported detachment is confirmed as there is a small fragment of the filter in a venous branch to the left of the image or right side of the body. And the reported difficult to remove is inconclusive as no objective evidence was provided. A definitive root cause for the reported detachment and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.